Event description:
Pt developed symptoms of hypersensitivity at injection sites approximately 2 months after collagen treatment. Physician has treated symptoms with topical olux and protopic, oral prednisone and medrol dosepack, and intralesional kenalog.